Event description:
Observed that the needle came out, but the medication did not administer inside and after removing the needle the medication split out [device delivery system issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events of device delivery system issue and no adverse event in 34-year-old female patient (race not reported) from the united states. The patient age at the time of experience was 34 years. On 18-mar-2025, amneal pharmaceuticals received information from patient via a telephonic call and an email concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). On (B)(6) 2025, the patient was being treated with twinject (epinephrine auto-injector) 0.3 milligram (ndc: 0115-1694-49, lot: g241209x, expiration date: 31-jul-2026 and serial number: (B)(6)) (route was not reported) for anaphylactic shock. Concurrent conditions included anaphylactic shock. Concomitant medications, medical history, history of procedures/surgeries, history of allergies, history of smoking/alcohol consumption, recreational drug use was not reported. Laboratory tests were not reported. It was reported that, on (B)(6) 2025 patient received a sealed medication box from pharmacy and on (B)(6) 2025 while using (after injecting the medication patient removed the medication and observed that the needle came out, but the medication did not administer inside and after removing the needle the medication split out) and confirmed that 2nd epinephrine is worked well. Last action taken with epinephrine in relation to device delivery system issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device delivery system issue and no adverse event were unknown. The reporter did not provide causality assessment of events of device delivery system issue and no adverse event with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited.

Event description:
Observed that the needle came out, but the medication did not administer inside and after removing the needle the medication split out [device delivery system issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events of device delivery system issue and no adverse event in 34-year-old female patient (race not reported) from the united states. The patient age at the time of experience was 34 years. On (B)(6) 2025, amneal pharmaceuticals received information from patient via a telephonic call and an email concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). On (B)(6) 2025, the patient was being treated with twinject (epinephrine auto-injector) 0.3 milligram (ndc: 0115-1694-49, lot: g241209x, expiration date: 31-jul-2026 and serial number: (B)(6) (route was not reported) for anaphylactic shock. Concurrent conditions included anaphylactic shock. Concomitant medications, medical history, history of procedures/surgeries, history of allergies, history of smoking/alcohol consumption, recreational drug use was not reported. Laboratory tests were not reported. It was reported that, on (B)(6) 2025, patient received a sealed medication box from pharmacy and on (B)(6) 2025 while using (after injecting the medication patient removed the medication and observed that the needle came out, but the medication did not administer inside and after removing the needle the medication split out) and confirmed that 2nd epinephrine is worked well. Last action taken with epinephrine in relation to device delivery system issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device delivery system issue and no adverse event were unknown. The reporter did not provide causality assessment of events of device delivery system issue and no adverse event with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 31-mar-2025. New information received includes qa investigation report, attached with this case. On 18 mar 2025, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot: g241209x, ¿medication did not administer and after removing the needle the medication split out¿. The investigation complaint sub-type based on the complaint information was determined to be ¿defective injector¿. A cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging at the cpo phillips (pmm). Phillips performed an investigation of the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint: (B)(4) and the manufacturing process at pmm. For sdeai lot: g241209x, all in-process testing on 200 units met acceptable criteria; there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. In addition, the lot met all acceptance criteria for final release on 50 composite units before release and distribution. The review for "defective injector" by pmm found the complaint was not confirmed following the assessment of the retained sample investigation. Furthermore, the complaint sample evaluation by amneal deemed that no mechanical, structural, or functional defects were observed; the complaint for "defective injector" was not confirmed. The device was fully functional and operated as intended, per design specification. The possible root cause for reported complaint "defective injector" is due to operator error, but with the lack of information provided by the complainant, this cannot be confirmed. There has been no other complaint reported for lot: g241209x for the past 24 months. There have been 39 similar complaints reported in the complaint category ¿defective injector¿ in the past 24 months ((B)(4) released). Complaint frequency for "defective injector" is (B)(4). Each lot of cpjt is used to manufacture a single lot of sdeai, and only one lot is issued to the production line at a time. Every sdeai lot has both in-process and final release criteria, and all lots manufactured by pmm met these criteria, indicating they did not contribute to the reported "defective injector" complaint. After extending this investigation into other released batches of sdeais, the review of the other batches, for complaint category "defective injector", showed all were not confirmed representing a 0% occurrence for confirmed complaint occurrence. The associated devices were fully functional and operated as intended, per design specification. In addition, the review of the past annual product report (apr) does not show cause for concern, no stability review required, and no anomalous trends identified, per this complaint and other associated complaints within the same complaint category. Note complaints are assigned to the sub-type of defective injector when details surrounding the event lack details to determine a more specific complaint sub-type. Based on the retain review and testing, the retain conformed, the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was returned on 25 mar 2025 and inspected on 26 mar 2025 from the sample return kit. Provided by impax - amneal. Two (2) 0.3 mg auto-injectors were returned, which included samples from lot: g241209x, exp jul 2026. An investigation/evaluation was conducted on two returned epinephrine auto-injector 0.3 mg devices (lot: g241209x, exp. July 2026) in response to a complaint alleging failure of medication administration. Both devices were received in a fired state and identified as sample#: (B)(6) and sample#: (B)(6). Detailed technical evaluations confirmed that both devices were fully functional and operated in accordance with design specifications. Mechanical inspection demonstrated that the firing mechanisms were fully actuated, with spring tines disengaged and adjustment screws seated against the stop collars, confirming dose delivery. Visual inspection under magnification revealed the presence of skin tissue and/or red residue on the needle surfaces of both samples, consistent with dermal penetration and successful administration. Needle projection measurements were within specified limits for both samples, and functional testing confirmed needle patency and absence of occlusion. All internal components were intact, and no mechanical, structural, or material defects were identified in either unit. Based on the evidence reviewed, the complaint is not confirmed, and no corrective or preventive action is warranted at this time. The most probable root cause is potential user error, due to user misinterpretation of the device¿s post-use condition. The minor expulsion of solution upon withdrawal is characteristic of standard auto-injector design and may be misperceived as primary dose ejection failure. Per the IFU, the user is instructed to ¿press down hard and hold firmly against the thigh for approximately 10 seconds to deliver the medicine¿. Which is in line with the epinephrine questionnaire where the user answered ¿yes¿ to the question: did you hold the device against the thigh after hearing the click for the required count to 10? Yes. As the complaint sample evaluation could not substantiate the reported complaint a root cause for the reported complaint is undetermined. The pi/pil - patient information/patient information leaflet (instructions for use), were reviewed to ensure there are proper instructions for the user to follow based on the complaint of ¿medication did not administer and after removing the needle the medication split out¿. Per review of the IFU. Step 2. Administer epinephrine injection. If you are administering epinephrine injection to a young child, hold the leg firmly in place and limit movement prior to and while administering an injection. Place the red tip against the middle of the outer thigh (upper leg) at a 90 degree angle (perpendicular) to the thigh. Press down hard and hold firmly against the thigh for approximately 10 seconds to deliver the medicine. Only inject into the middle of the outer thigh. Do not inject into any other part of the body. Remove epinephrine injection from the thigh. Massage the area for 10 seconds. Check the red tip. The injection is complete and you have received the correct dose of the medicine if you see the needle sticking out of the red tip. If you do not see the needle repeat step 2. The review of the IFU clearly provide instructions for proper administration of the device and the required time of 10 seconds hold time prior to removal of the device from the thigh. The instructions are part of the IFU, caton and device label instructions, as such there are no corrections required to labeling. The investigation associated with epinephrine injection usp auto-injector 0.3 mg, lot: g241209x for the complaint category - ¿defective injector¿, for the reported complaint determined the manufacturing, assembly or packaging did not contribute to the reported complaint. All in-process and final release criteria were met for the lot manufactured at phillips-medisize. A retain review was performed and the product conformed. The complaint sample was evaluated and the reported complaint was not confirmed. The most probable root cause is potential user error, due to user misinterpretation of the device¿s post-use condition. The minor expulsion of solution upon withdrawal is characteristic of standard auto-injector design and may be misperceived as primary dose ejection failure. Per the IFU, the user is instructed to ¿press down hard and hold firmly against the thigh for approximately 10 seconds to deliver the medicine¿, as such the instruction are clear and no corrections are required. As the complaint sample evaluation could not substantiate the reported complaint a root cause for the reported complaint is undetermined. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to device delivery system issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device delivery system issue and no adverse event were unknown. The reporter did not provide causality assessment of events of device delivery system issue and no adverse event with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.